Event description:
Situation: team was utilizing a 10mm endocatch bag to retrieve a specimen and the bag broke inside the patient. Background: endocatch bag was utilized to remove a specimen, and upon removal of the bag from the body, the team noted that the ring of the bag was broken apart and the plastic bag was ripped. Assessment: bag broke while capturing the specimen. Recommendation: x-ray obtained by team to ensure no parts of bag were retained in the patient.